Event description:
It was reported that noise was noted on the ventricular channel via a merlin.net transmission. The noise was not reproducible in-clinic. Programming changes were made, however further episodes of oversensing due to noise were noted. Further lead testing and x-ray were recommended. The lead remains implanted.

Event description:
New information received shows that an insulation anomaly as well as low, out of range, low voltage impedance were observed. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead measuring 46.0cm with the distal tip was returned for analysis. Internal insulation abrasion was noted at 14.7-15.4cm from the distal tip. Degradation of the optim insulation was noted at 10.0-12.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Final analysis found that an incomplete lead was returned. Complete degradation breach of the lead was found at 14.7 cm to 15.4 cm from the distal tip. An internal abrasion which breached the re cable and inner coil lumens were found at 14.7 cm to 15.4 cm from the distal tip. All other damage found was consistent with that occurring at the time of the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.